Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a hepatic radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, the electrode was inserted into the target lesion and electrical current was applied. However, an error was observed on the generator. The electrode was replaced with another leveen coaccess electrode and the procedure was completed without any further issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the tines to be difficult to extent and retract, therefore this is now an MDR reportable event.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Investigation results visual evaluation of the complaint device found the tines of the electrode to be fully retracted. The customer had placed 3 radial ink marks on the plunger shaft at approximately 1.5 cm, 1.75 cm and 2.0 cm from the plunger tab. Functional analysis was performed and some resistance was noted while extending and retracting the tines. The tines were found to be properly formed and evenly spaced. An electrical test was performed by measuring the conductivity, and electrode was found to be within specifications. The complaint could not be confirmed; the device could not be functionally evaluated with respect to error codes while in use. However, through functional evaluation it was noted that the tines were difficult to extend and retract. The resistance while extending and retracting the array is likely due to residue inside the device. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.